Manufacturer narrative:
Concomitant product(s): a 1294 device, implanted: (B)(6)2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage epicardial right ventricular (rv) lead exhibited a suspected fracture. It was noted the fracture had been previously observed at an unknown facility and the patient was referred to the hospital for a lead replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.